Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6)2025, it was reported that the was hospitalized with diabetic ketoacidosis (dka) due to inaccurate cgm values. However, no specific cgm or bg meter comparison values were reported. No patient symptoms were reported. There was no information provided regarding the medication or treatment the patient received while hospitalized. It was not specified how long the patient was in hospital prior to discharge. Attempts to reach the patient for further event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.